Event description:
An itc (international techdyne corporation) cuvette was used for point of care testing of inr. The lot number used gave an inr of 2.5 which may have reported higher than actual result. The inr on at a later day was 1.5. The cuvette was recalled by itc.======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter)======================a clinical escalation team has been created to review each case.======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter)======================a clinical escalation team has been created to review each case.